Event description:
It was reported that the patient underwent a revision surgery of the left knee due to aseptic loosening and dislocation of mobile bearing. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). Concomitant medical devices: oxf anat brg lt sm size 7 PMA item# 159544 lot# 299900, oxf twin-peg cmntd fem sm PMA item# 161468 lot# 591120. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535 - 2023 - 00025, 3002806535 - 2023 - 00033, 3002806535 - 2023 - 00034.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the tib tray was not contributing to the event given this information, this medwatch will be voided.

Event description:
Upon reassessment of the reported event, it was determined a medwatch report should not have been filed because the tib tray was not contributing to the event given this information, this medwatch will be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.